Manufacturer narrative:
The part was not available as it remains in the patient. Imaging provided confirms the screw head disassembling from the screw. A revision surgery was previously done due to adjacent segment disease to extend the construct. The screws were remobilized and the system was compressed and final tightening was completed. It is possible that the cause of the failure could have occurred during the remobilization of the screw heads. Remobilization can result in increased downward pressure that could unlock the screw head. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that the screw head at l5 popped off post-operatively.